Event description:
It was reported that guide wire tip detachment occurred the target lesion was located in the left main coronary artery. A kinetix ptca guide wire was selected to cross the lesion. During advancing of a stent into the lesion, it was noted that the tip of the guide wire was broken. The fractured tip was trapped inside the guide by the stent and everything was removed from the patient's body. Another guide wire was used and the procedure was completed with deployment of another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).